Event description:
Reportedly, the pump turned off without a warning during preventative maintenance. There was no patient injury.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported failure. Upon receipt, the front case, rear case, clamp block, and pusher block were physically damaged and the device would not run due to constant alarms.